Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board, blower, internal battery, oxygen blending module board and interface board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board, blower, internal battery, oxygen blending module board and interface board were replaced to address the issue. The system board, power management board and blower were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board, power management board and blower were functioned as designed and operated without issue or error codes.